Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer noticed a significant discrepancy between the sensor glucose and blood glucose values, change sensor alert, sensor updating and calibration not accepted alerts. Blood glucose value was 145mg/dl and sensor glucose value was 58mg/dl. The customer reported hypoglycemia treated with glucose/carbohydrate intake. The event involved product(s) mmt-342, mmt-7040ma, mmt-1884. Troubleshooting was performed for difference between glucose values. The difference between sensor and blood glucose at time of event was not within the target range. Troubleshooting was performed for hypoglycemia. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-342, mmt-7040ma, mmt-1884.

Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for sensor updating/sg not available. Sensor performing as expected. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for change sensor/bad sensor. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for cal error/ calibration not accepted. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.